Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved and was able to login. The system fn as intended

Event description:
It was reported by the customer that a pyxis medstation es system had patient orders that were not crossed. The customer reported that the users were unable to login to servers and there was a 24-hour delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.